Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was being unpackaged on (B)(6), 2010. According to the complainant, during unpacking, a tear was noticed in the packaging rendering the sterile barrier compromised. The account reported no visible damage to the outer shipping box or to the device. The event occurred during initial unpacking and the account confirmed that no patient or procedure was involved.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.